Manufacturer narrative:
(B)(4). Corrected data: manufacture date: 7/29/2105. Expiration date: 6/29/2020. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the device did fire a complete staple line, however the staples in the center of the staple line were not formed into the ¿b¿ shape, which would have resulted in a leak. The surgeon attempted to use a second device, however it did not fire. The surgeon indicated that he felt the issue stemmed from issues with the patient tissue, possibly due to irradiation.

Event description:
It was reported that during a colectomy procedure, the staple line was incomplete. Staples did not form in the middle of the staple line. Case completed with sutures. There were no patient consequences reported.